Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had sudden hand tremors. It was also reported that patient had recharging concerns, was not getting fully charged. No further patient complications were reported/anticipated as a result of this event.